Event description:
Pt just completed ptca procedure, requested bed pan, and rolled off table during placement of bed pan. Fall resulted in ruptured spleen, broken ribs, and subdural hematoma. Pt died in 2001.